Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 600 mg/dl. The customer's mother stated that they treated the high blood glucose with manual injection. Troubleshooting did not occur. The customer's mother also reported that their quickserter broke and they had to revert to back-up plan. The insulin pump will not be returned for analysis.